Event description:
As reported, there was signal loss and erroneous values compared to blood gas analysis figures. The qsi reading was fluctuating between 3 & 4. No patient injury was reported.

Manufacturer narrative:
One oximetry catheter with one needleless catheter attached at 25.5cm proximal of the catheter tip was returned for evaluation. No visible damage was observed. The catheter passed invitro calibration on a vigilance ii monitor. The catheter also passed transmission and cross-talk testing. The thru-lumen was patent without any leakage or occlusion. No visible damage to the catheter body was observed. Visual examination was performed with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The complaint could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.